Event description:
It was reported that during an angioplasty and stent treatment procedure, removal difficulties and a balloon detachment occurred. The sub-occlusive lesions were located at a bifurcation of the tortuous and severely calcified diagonal artery. A non-bsc stent was implanted in the diagonal artery. An unspecified guide wire and the 2.5 x 15mm apex monorail balloon catheter was then advanced across the lesion in the d1. The 2.5 x 15mm apex balloon was inflated, the atms and duration of the inflations is unk. The physician then re-introduced the non-bsc stent balloon catheter in an attempt to perform a "kissing balloon technique" but resistance was encountered in the unspecified 7f guide catheter; therefore, the physician attempted to remove the balloon catheters. The 2.5 x 15mm apex balloon catheter broke and was visualized under fluoroscopy in the diagonal artery. The physician then passed the other balloon catheter and inflated it posterior of the guide catheter. After approximately 40 minutes, the entire system, including the distal part of the apex balloon was removed. The pt's condition was reported as "stable."